Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to complete essential performance testing ) has been confirmed. Upon investigation the electrode belt trunk cable had several cuts and the connector was missing. The root cause for damaged cable was physical abuse. There was no death or adverse event associated with the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.